Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no disposable, pump won't run" alarm. It was reported that the cassette was switched, and the pump did not alarm. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Three pictures were attached and reviewed. Picture one shows a cassette product without the blue clip. Picture two shows the front view of a cassette product from flow stop model. Picture three show a top view of a cassette product. A sample was also received for evaluation. It was received in used condition without its original packaging and inside in a plastic bag. The returned unit was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample didn?t present any damages, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Sample was received with a component connected to a luer. During pump tube height check, the sample was tested to measure the height of the pump tube arch and determine if it was under or out of specification following the procedure. The pump tube height was out of specification; however, due sample being received in used condition it is possible that affected the pump tube height. During accuracy testing, the sample received was connected to a pump balance mettler to look for unusual function. Sample was fully priming and connected without difficulty. The sample passed the test. During functional testing: sample was filled with 100 milliliters of water; the sample was connected to a pump to look for unusual function. Sample were fully priming and connected without difficultly, the pump was set running and no alarms were activated. Complaint is not confirmed. No root cause was determined and no actions taken.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Three pictures were attached and reviewed. Picture one shows a cassette product without the blue clip. Picture two shows the front view of a cassette product from flow stop model. Picture three show a top view of a cassette product. A sample was also received for evaluation. It was received in used condition without its original packaging and inside in a plastic bag. The returned unit was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample didn?t present any damages, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Sample was received with a component connected to a luer. During pump tube height check, the sample was tested to measure the height of the pump tube arch and determine if it was under or out of specification following the procedure. The pump tube height was out of specification; however, due sample being received in used condition it is possible that affected the pump tube height. During accuracy testing, the sample received was connected to a pump balance mettler to look for unusual function. Sample was fully priming and connected without difficulty. The sample passed the test. During functional testing: sample was filled with 100 milliliters of water; the sample was connected to a pump to look for unusual function. Sample were fully priming and connected without difficultly, the pump was set running and no alarms were activated. Complaint is not confirmed. No root cause was determined and no actions taken.